Event description:
It was reported that the drill bit broke off on the side.

Manufacturer narrative:
Analysis results are not available at the time of this report. Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Correction to h3(device evaluated by mfg) the reported event could be confirmed, since the device was returned for evaluation and matches the alleged issue. The device inspection revealed the following: in the received screwdriver, just along the d-cut at the adaptor side which gets attached to the handle, a material chip-off was evident. The features observed clearly indicate towards an interaction with a rather sharp object with an impact, causing the material to chip-off from the weaker section. Overall, no other damage could be observed in the device. The drive of the screwdriver was also found in good condition. Since there is just a material chip-off in the non-functional area, the device was found to be functional. However, it is advisable not to use the device in such a state. Furthermore, a hardness test according to rockwell on the returned item indicates the material being in accordance to the values in the material specification. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the above investigation, the root cause of the issue is deemed to be user related. The nature of breakage indicates towards an inappropriate interaction of the screwdriver with another object, although maybe unintentional. If any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the drill bit broke off on the side.